Event description:
It was reported that patient underwent a hip replacement on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a pseudotumor and increased levels of cobalt chromium. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. This is 2 of 2 MDR reports submitted for the same event. Also see: 3002806535-2014-00053.